Event description:
The patient experienced a loss of therapeutic effect along with overstimulation and a shocking/jolting sensation. When the device was turned up too high, the patient felt stiffness in her neck and pain and cramping in her legs. Her legs felt like they were "drawing." The patient had an appointment with her physician the next day to have the device checked. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)